Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, prior to a procedure, that the irrigation did not flow. The case was completed after replacing the product with another one. There was no patient involvement.

Manufacturer narrative:
A cassette was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was connected to a calibrated system. The sample was also connected to a balanced salt solution (bss) bottle and the associated system was set to gravity and infusion. The sample was then tested by depressing the footswitch and irrigation was found to be flowing. The sample was found to functioning as intended and no problems were found. The cassettes pak was manufactured on march 18, 2015. There were 2160 paks associated with this lot. A review of the mfg records did not reveal any related non-conformity during mfg for this product. The associated system (sn (B)(4)) was manufactured on september 4, 1998. Based on qa assessment, the product and associated system met specs at the time of release. A review of complaints for the last 24 months did not indicate any add'l related reports for this cassette pak lot number. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause of the reported event cannot be determined conclusively. The MFR internal ref number is: (B)(4).